Event description:
It was reported that during a da vinci-assisted gastric roux-en-y bypass procedure, bleeding occurred following the use of a sureform 60 stapler instrument with multiple green sureform 60 reloads. No stapling issues were observed during the firing sequence; however, at the completion of the firing, cauterization was performed along the staple line using a bipolar instrument. Intraoperative blood loss was estimated at approximately 20 ml, and the procedure was completed robotically without further complication. Within 24 hours postoperatively, the patient experienced hematemesis, resulting in an estimated blood loss of 1,000¿1,250 ml over a 6-hour period. The source of bleeding was believed to be the staple line at the gastro-jejunal junction, where both green and blue sureform 60 reloads were used. The bleeding was managed via upper gastrointestinal endoscopy. Adrenaline was injected directly into the staple line under visualization, and a hemostatic foam was applied circumferentially along the staple line. Due to a 4-point drop in hemoglobin, the patient required a transfusion and received 3 units of blood. There are currently no concerns that this event will lead to long-term complications. The patient remains under observation and is recovering well.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was installed on the system 7 times and fired 7 stapler reloads (4 green, followed by 3 blue). On install 1, the system failed to detect the stapler reload color, and the user manually selected the green stapler reload on the surgeon side console touchpad. On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. A review of videos provided by the customer shows the surgeon using a sureform 60 stapler instrument with a green sureform 60 reload to staple the stomach. Upon completion of the fire, there appears to be some bleeding from the transection line. The surgeon subsequently uses a fenestrated bipolar forceps instrument to cauterize along the staple line. Note: refer to medwatch report (MDR) with MFR report #2955842-2025-33723 for MDR submission of the reported incomplete staple line following the use of a sureform 60 stapler instrument with multiple blue sureform 60 reloads.